Event description:
It was reported that the cartridge o-ring was missing and was found on the pneumatic tap. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.